Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the hospital with a blood glucose level of 538 mg/dl and diabetic ketoacidosis. The customer attempted to self treat with a manual dose injection. During hospitalization, the customer was treated intravenously with fluids of saline and insulin. The customer was released on (B)(6) 2022 with issue resolved. A systems check with tandem technical support confirmed pump was functioning as intended.